Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe, lower abdominal pain/ severe abdominal cramping even when not menstruating"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure (batch no. A45110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not conducted essure confirmation test". The patient's concurrent conditions included breast neoplasm. Concomitant products included ibuprofen from 1-jan-2014 to 25-dec-2017 for dysmenorrhea as well as naproxen from 1-jan-2014 to 25-dec-2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 18 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding and prolonged menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("worsening of her anxiety/ anxiety "), depression ("depression"), anaemia ("anemia"), pelvic pain ("pain"), visual impairment ("vision/eye problems") and uterine pain ("uterine pain"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue") and weight fluctuation ("weight gain / loss"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), weight increased ("weight gain"), procedural pain ("painful procedure"), back pain ("back pain"), headache ("hedache") and abdominal pain ("abdominal pain"). The patient was treated with tramadol, ferrous sulfate, surgery (on (B)(6) 2014, b/l salpingectomy,dilation curettage novasure ablation) and alternative therapy (bifocals). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, uterine haemorrhage, menstrual disorder, vaginal discharge, anxiety, fatigue, weight increased, procedural pain, depression, anaemia, visual impairment and weight fluctuation outcome was unknown and the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, pelvic pain, uterine pain, back pain, headache and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, procedural pain, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, her symptoms did not improve. Since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in 2014: full occlusion of fallopian tubes. Current weight 170.00 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, pelvic pain, abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Patient demograpics updated. Concomitant medications added. Essure start date, indication updated and lot number added. New events abnormal bleeding (vaginal, menorrhagia), depression, anemia, vision/eye problems, weight gain / loss, headache, uterine pain, back pain and essure confirmation test not done were added. Lab data and treatment added. On 28-feb-2018: medical record received. Reporter added. New event abnormal uterine bleeding was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe, lower abdominal pain/ severe abdominal cramping even when not menstruating"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding") and haemorrhagic anaemia ("anemia") in a 36-year-old female patient who had essure (batch no. A45110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not conducted essure confirmation test". The patient's concurrent conditions included breast neoplasm. Concomitant products included ibuprofen from 1-jan-2014 to 25-dec-2017 for dysmenorrhea as well as naproxen from 1-jan-2014 to 25-dec-2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 18 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding and prolonged menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("worsening of her anxiety/ anxiety "), depression ("depression"), pelvic pain ("pain"), visual impairment ("vision/eye problems") and uterine pain ("uterine pain"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue") and weight fluctuation ("weight gain / loss"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), weight increased ("weight gain"), procedural pain ("painful procedure"), back pain ("back pain"), headache ("hedache") and abdominal pain ("abdominal pain"). The patient was treated with tramadol, ferrous sulfate, surgery (on (B)(6) 2014 b/l salpingectomy,dilation curettage novasure ablation) and alternative therapy (bifocals). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, uterine haemorrhage, haemorrhagic anaemia, menstrual disorder, vaginal discharge, anxiety, fatigue, weight increased, procedural pain, depression, visual impairment and weight fluctuation outcome was unknown and the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, pelvic pain, uterine pain, back pain, headache and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, menstrual disorder, pelvic pain, procedural pain, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, her symptoms did not improve. Since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in 2014: full occlusion of fallopian tubes current weight 170.00 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, pelvic pain, abnormal uterine bleeding . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc and the event anemia was recoded to hemorrhagic anemia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe, lower abdominal pain/ severe abdominal cramping even when not menstruating/cramping"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding") and haemorrhagic anaemia ("anemia") in a 36-year-old female patient who had essure (batch no: a45110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not conducted essure confirmation test". The patient's concurrent conditions included breast neoplasm. Concomitant products included ibuprofen from on (B)(6) 2014 to on (B)(6) 2017 for dysmenorrhea as well as naproxen from on (B)(6) 2014 to on (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding and prolonged menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("worsening of her anxiety/ anxiety"), depression ("depression"), pelvic pain ("pain"), visual impairment ("vision/eye problems") and uterine pain ("uterine pain"), 1 month 18 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue") and weight fluctuation ("weight gain / loss") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), procedural pain ("painful procedure"), back pain ("back pain"), headache ("hedache"), abdominal pain ("abdominal pain"), mood swings ("hormonal changes describe: mood swings"), rash ("rashes or skin conditions type: rash"), nausea ("nausea"), alopecia ("hair loss"), pruritus ("itchy skin"), anaemia ("anemia") and eye disorder ("vision/eye problems type- bifocals"). The patient was treated with ferrous sulfate, tramadol, bifocals and surgery (on (B)(6) 2014, b/l salpingectomy,dilation curettage novasure ablation and underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, haemorrhagic anaemia, menstrual disorder, vaginal discharge, anxiety, fatigue, weight increased, procedural pain, depression, visual impairment, weight fluctuation, mood swings, rash, nausea, alopecia, anaemia and eye disorder outcome was unknown and the uterine haemorrhage, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, pelvic pain, uterine pain, back pain, headache and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, procedural pain, pruritus, rash, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, her symptoms did not improve. Since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram: in 2014: results: full occlusion of fallopian tubes. Current weight 170.00 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, pelvic pain, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: plaintiff fact sheet- events vision/eye problems type- bifocals, anemia, itchy skin were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe, lower abdominal pain/ severe abdominal cramping even when not menstruating/cramping"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding") and haemorrhagic anaemia ("anemia") in a 36-year-old female patient who had essure (batch no. A45110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not conducted essure confirmation test". The patient's concurrent conditions included breast neoplasm. Concomitant products included ibuprofen from (B)(6) 2014 to (B)(6) 2017 for dysmenorrhea as well as naproxen from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 18 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding and prolonged menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("worsening of her anxiety/ anxiety"), depression ("depression"), pelvic pain ("pain"), visual impairment ("vision/eye problems") and uterine pain ("uterine pain"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight fluctuation ("weight gain / loss"). On (B)(6) 2014, the patient experienced dyspareunia (painful intercourse /dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), procedural pain ("painful procedure"), back pain ("back pain"), headache ("hedache"), abdominal pain ("abdominal pain"), mood swings ("hormonal changes describe: mood swings"), rash ("rashes or skin conditions type: rash"), nausea ("nausea") and alopecia ("hair loss"). The patient was treated with tramadol, ferrous sulfate, surgery (on (B)(6) 2014, b/l salpingectomy,dilation curettage novasure ablation), surgery (underwent ablation) and alternative therapy (bifocals). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, haemorrhagic anaemia, menstrual disorder, vaginal discharge, anxiety, fatigue, weight increased, procedural pain, depression, visual impairment, weight fluctuation, mood swings, rash, nausea and alopecia outcome was unknown and the uterine haemorrhage, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, pelvic pain, uterine pain, back pain, headache and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, procedural pain, rash, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, her symptoms did not improve. Since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in 2014: full occlusion of fallopian tubes. Current weight 170.00 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, pelvic pain, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New events hormonal changes describe: mood swings, rash, nausea, and hair loss were added. Event term updated: cramping. It was reported that all abnormal bleeding was subsided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe, lower abdominal pain/ severe abdominal cramping even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding and prolonged menstruation"), menstrual disorder ("abnormal menstruation"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain") and procedural pain ("painful procedure"). The patient was treated with surgery (bilateral salpingectomy, during which both her fallopian tubes were removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, vaginal discharge, dyspareunia, anxiety, fatigue, weight increased and procedural pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, procedural pain, vaginal discharge and weight increased to be related to essure. The reporter commented: despite treatment, her symptoms did not improve. Since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.